Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and had undefined charging issue and that the pump shut off unexpectedly. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.